Event description:
It was reported that this right ventricular (rv) lead was exhibiting oversensing. The patient was experiencing a junctional rhythm. Technical services (ts) was consulted and recommended reprogramming. The device remains in service. No adverse patient effects were reported.